Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the seal of the device was damaged, disengaged and had air or gas leak. Accordingly, when introducing laparoscopic clamps, there was a leak of carbon dioxide and ¿desgaration¿ of the neoprene value. The device was being applied during introduction of laparoscopic forceps. They changed the trocar to resolve and complete the case. There was no patient injury as reported.